Event description:
It was reported that a patient experienced peritonitis manifested by extreme stomach pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient began treatment with vancomycin ip and ceftazidime ip (doses and frequencies not reported) for peritonitis. On an unreported date, the patient stopped vancomycin therapy. Ceftazidime therapy was ongoing. On an unreported date, in the same month as the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd895433 and gd895540 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.